Manufacturer narrative:
Additional information was received. The customer also indicated that the package was open on one of the plastic bags that holds the syringes.

Event description:
Additional information was received. The customer also indicated that the package was open on one of the plastic bags that holds the syringes.

Manufacturer narrative:
On 1/15/2018, a second lot # was added. The information for this lot # is as follows: medical device lot #: 6242862. Medical device expiration date: n/a. Device manufacture date 10/7/2016.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a consumer was reaching for a bd insulin syringe with the bd ultra-fine¿ needle from inside a sealed bag, the female consumer was stuck from an extra needle which was inside the bag. The consumer received a tetanus shot. No other medical information was provided.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.